Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15409321/15433492.

Event description:
It was reported that patients implantable pulse generator (ipg) would not hold a charge. It was also noted that the patient was experiencing shocking or radiating pain down left lower extremity into the hip. The patient underwent revision procedure wherein the ipg and leads were replaced. The patient was doing well postop. The explanted device components were kept by facility and will not be returned.